Event description:
It was reported that the patient experienced bradycardia in the forties as true pacing rate was effectively less than the programmed lower rate due to the t-wave oversensing of the right ventricular (rv) lead causing the device timing to be incorrect. The rv lead sensing configuration was reprogrammed along with adjusting the v-v timing for the device. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.